Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak, rupture), patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation). Conclusion: device failure related to patient condition (anatomy related; disease progression with aortic neck dilatation).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant was not reported. It was reported that there was disease progression with aortic neck dilatation. The patient presented emergently and the CT revealed that there was stent graft distal migration into the aneurysm sac, a proximal type I endoleak, aneurysm rupture and occlusion of the right iliac stent graft. The physician attempted an intervention with a non-medtronic graft however it failed. The patient was taken to the operating room for an open surgical repair. However during the open surgical repair the patient expired.